Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was admitted to the hospital on (B)(4) 2011, for nausea and vomiting. The patient was still admitted to the hospital as of the date of this report. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 435135 lot# nht005122n implanted: (B)(6) 2007 explanted:na; lead model 435135 lot# nht005496n implanted: (B)(6) 2007 explanted:na.